Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/16/2010, 02/18/2010, 02/23/2010, 02/24/2010, and 03/03/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4)

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she had been seeing starbursts on lights. The consumer reported that the surgeon told her she had scratches on her iols. The surgeon reported that there was a scratch on the iols that he caused during surgery with the forceps. The surgeon also reported the consumer has had yag lasers performed on both capsules and she only has 0.50-0.75d of astigmatism in both eyes. The surgeon stated the consumer's problems are not caused by the iol, but are related to patient selection. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.